Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother reported that buttons act doesn't work properly and she also reported cracks on pump close to display. Customer has backup plan and agreed to send oow letter.